Event description:
It was reported that during an in-office test, the programmer would not provide test values, went to a blank screen, flashed an emergency setting message, and then went to a blank, black screen. Troubleshooting steps were taken and resolved the issues. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).